Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device was sticking to tissue which caused a tear in the tissue around a vessel. This resulted in minimal bleeding. Another device was used to complete the procedure without incident. There was no pt injury.